Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire was sticking out/broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the scrub nurse promptly informed the surgeon as soon as it was noticed that the instrument was broken, and it was immediately replaced with a new one. The patient has not returned to the hospital due to any post-surgical complications related to the retention of foreign material. An x-ray was not performed because the surgeon did not believe that any fragments were left inside.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.